Event description:
The catheter was found kinked just below the pink hub. When the catheter was removed, it was found to be cut and missing a fragment. An x-ray was completed and confirmed the missing fragment of the catheter remained in the radial artery. The catheter had to be surgically removed.

Manufacturer narrative:
One used unit was received on 01 may 2008 and is currently being decontaminated. Attempts have been made to obtain additional information. Upon decontamination and completion of the investigation, a supplemental report will be submitted.